Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device's ptfe coating was found to be peeling and broke off in the patient, during the procedure. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated damage was not able to be confirmed; however, a separation to the proximal tube was noted which is consistent with the reported information. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported peeled/delaminated appears to be related to circumstances of the procedure. The returned guidewire was noted to be kinked and bent, which resulted in the observed material separation of the proximal tube and microcables. In this case, it is likely that the user interpreted the material separation as a peeling, due to the now exposed corewire; however, there was no actual peeling noted on the returned device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.